Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, the pacemaker was found in backup vvi mode. The device was reprogrammed and restored to normal function successfully.